Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. The insulin pump also had moisture damage to the motor, battery tube, keypad assembly and vibrator assembly. The functional testing could not be performed due to the blank display. No unexpected vibration alert was noted. The insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer reported via telephone call that the insulin pump was exposed to rain water and that condensation was then visible under the display. The customer did not recall the blood glucose reading. The insulin pump was vibrating without an alert and a constant tone was noted. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.